Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user inserted a swan-gantz catheter into the sheath the cath-gard attached, blood backflew from the side of the cath-gard. Therefore, the sheath was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user inserted a swan-gantz catheter into the sheath the cath-gard attached, blood backflew from the side of the cath-gard. Therefore, the sheath was removed and replaced with a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".